Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the right ventricular (rv) lead was capped and replaced due to noise episodes which occurred as a result of myopotentials. The patient was stable following the procedure with no consequences.